Manufacturer narrative:
Report claimed when the end-user pressed the switch control to stop the mx2+ smartdrive unit, the device failed to disengage the drive motor and continue to drive. This reportedly caused the end-user to lose control of their manual wheelchair which resulted with them losing positioning and falling out of seating where they sustained some bruising to the thigh and abrasions to their upper appendages. The end-user reported they pressed the button multiple times and received no response. At this time, permobil ab has yet to receive the suspect switch control for inspection, thus is unable to reach a determination as to possible root cause for the alleged failure to disengage drive. If any new information is received, a follow-up report will be submitted. Review of the DHR indicates the device met specification prior to distribution.

Event description:
Permobil ab received report claiming as the end-user was under power with a smartdrive device using switch controls. It was reported when pressing the switch control to disengage the drive motor, the device reportedly failed to stop. This reportedly caused the end-user to fall out of their manual wheelchair resulting in minor injuries. No medical intervention was sought.